Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported that they had a visit with their medtronic representative, 2.5 weeks ago and the representative suspected that the patient was having trouble with the controller. Patient stated that the controller went to a complete white screen at one time and they were not able to do anything so they had to reset the controller. Patient also stated that all of their settings went to 0 and they would have to manually re-enter all the settings. Patient mentioned that their adaptive stim seemed to give incorrect positional readings and that they weren't getting as much pain relief as they were getting before. Patient noted that their internal implanted neurostimulator was able to go for 7 days or so between charges when they were charging almost daily before. Patient mentioned that they also spoke with their rep today. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (b)96), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that what they meant by the settings going to zero was that the implant and controller settings went to zero and they could feel it because they were also not getting pain relief. The cause of the issue was unknown. To resolve the issue, pt got a replacement controller and the implant was reprogrammed. The issue has not occurred again.